Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021; further described as "about a week ago". The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated pd cycler sets were leaking from an unspecified location. This occurred during set up of peritoneal dialysis therapy. The leaks were identified when the patient removed the cassettes from the cycler. The patient did not notice any physical damage to the cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.